Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure, performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced from grade 4+ to grade 1. On (B)(6) 2019, a transesophageal echocardiogram (tee) was performed. It was noted that the mr had increased to grade 4+ and a single leaflet device attachment (slda) had occurred, with the clip detaching from the anterior leaflet. On (B)(6) 2019, a second mitraclip procedure was performed. Two additional clips were implanted and the mr was reduced from grade 4+ to grade 1. Post procedure, the patient is doing well and has been discharged. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. MFR site: contact name.